Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned and analyzed and no anomalies were found. It was also noted that the outer insulation had cosmetic depression. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
A cardiac resynchronization therapy defibrillator (crt-d) and one lead were returned from an unknown funeral home with no information. Information identified in the manufacture's data base indicated the patient died approximately seven months post the implant of the crt-d. Cause of death was requested and not received.